Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited low pacing impedance. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Correction: h6 - health effect - impact code should have been ¿4648 - insufficient information¿ instead of ¿2199 - no health consequences or impact¿.